Event description:
Per the clinic, the patient underwent a skin flap reduction surgery on (B)(6) 2025 under general anesthesia due to report of issues maintaining connection with the processor coil. During the same procedure, the magnet was removed for MRI and the magnet was replaced following the MRI procedure (specific date not reported). The implanted device was left in place.